Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system presented with an open pocket wound infection. A system interrogation confirmed no functional anomalies. The patient was hospitalized for system removal with information provided that a new system implant, would follow. No return of product is expected and no additional adverse patient effects reported.